Event description:
Pt called and mentioned during the phone conversation with an allergan rep that her surgeon had told her that he has previously seen "3 or 4" erosions in his practice. No other info was made available. F/u with the surgeon is in progress. The serial number of the device and the return of the product for analysis have been requested. F/u findings are pending at this time. Any new info will be forwarded to the FDA in a f/u report.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device and the implant date has been requested. Device labeling addresses the possible outcome of an erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."